Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic nurse reported that a fresenius 2008t hd machine's monitor froze during treatment. They were unable to reset the machine and continue treatment. Upon follow up, the biomedical technician (biomed) reported that there was blood loss and bloodlines clotted during treatment. The nurse stated that the blood clotted because the blood was not returned since the machine frozen. The fresenius bloodlines were discarded. The biomed stated that they turned the machine off and then back on and that resolved the issue. The machine is back in service.